Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on (B)(6) 2013 and suture was used. When passing through the tissue, the suture detached from the needle. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.